Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter and the insulin pump. Customer received a lost sensor signal alarm. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Inquired what led up to the complaint. Customer response: patient reported loss of comm between xmtr and pump sensor signal not found/cannot find sensor signal/ lost sensor/loss of communication t/s per dop114-980. System model number: 780g. Transmitter model: gl4. What event(s)/activity(ies) occurred before the loss of communication began: loss of comm. Is customer calling back after being requested to fully charge transmitter during previous troubleshooting: no is transmitter compatible with the pump's wireless communication technology: yes is transmitter in use in warranty: yes is transmitter connected to sensor that is fully inserted: yes reviewed manage device screen. Is transmitter ID programmed into pump: yes did customer receive "sensor signal not found ¿ see user guide". Alert: yes expl alert based on alert(s) reported and applicable system. Expl "cannot find sensor signal ¿ disconnect and reconnect transmitter, then select ok. Notice if transmitter blinks." Alert occurs approximately 6 min. Expl "sensor signal not found ¿ see user guide." Alert occurs approximately 15 minutes since yes was selected on the "cannot find se nsor signal" alert. Expl "sensor signal not found ¿ see user guide." Alert occurs approximately 15 minutes since yes was selected on the "check sensor I nsertion" pop. Is customer reporting event has been resolved: no expl in order to determine possible cause of loss of communication, we'll need to ask to d/c transmitter from sensor and check a few other system behaviors. Adv customer to d/c transmitter from sensor and check the connector bridge and transmitter pins for damage. Is connector bridge or pins damaged: no ensured pump is on the home screen. Adv customer reconnect transmitter to sensor. Adv customer when they connect their xmtr to their sensor, that they keep them as flat as possible, to avoid connecting at an angle. Did xmtr led blink on and off (led takes up to 20 sec to start blinking): yes is pump communicating with transmitter: no adv customer to delete transmitter serial # from pump. Adv customer wirelessly connect transmitter serial # to pump, per IFU. Is pump communicating with transmitter: no has customer had charger for greater than 1 year: no instructed customer that transmitter may not be working and will be replaced. Additional notes: recommended to charge xmtr for an additional hour ship: nothing / return: nothing no harm requiring medical intervention was reported. No product return is required for mmt-7841zw.